Manufacturer narrative:
H10:manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately four years post filter deployment, ultrasound revealed inferior vena cava with a small amount of clot in filter. The filter was fractured, with a portion of one leg embedded in the spine in an extravascular location. The filter was removed using a snare. A brief attempt was made to capture the extravascular fragment by pressure using forceps in an attempt to bring it back intravascular, but that was unsuccessful. The filter was inspected and found to be removed in its entirety with exception of the fragment which was extravascular. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 08/2011),

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter strut detached and retained in the spine. The device has been removed after an attempted but unsuccessful removal procedure. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter strut detached and retained in the spine. The device has been removed after an attempted but unsuccessful removal procedure. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10:manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and ten months later post filter deployment, an x-ray of abdomen was performed. The study showed an inferior vena cava filter was present at l2. After eight months, an x-ray of chest was performed for fatigue. The study showed there was an inferior vena cava filter overlying the l2-l3 partially visualized. After one year, a computed tomography of abdomen and pelvis was performed for worsening pain in left hip and abdominal area. The study showed an infrarenal inferior vena cava filter was again noted. On the same day an x-ray of abdomen was also performed for supine and erect abdomen. The study showed an unchanged inferior vena cava filter with the tip at the level of upper border of l2 vertebra. After two years five months, an x-ray of abdomen was performed. The study showed an inferior vena cava filter was again seen to the right of the lumbar spine at the l2-l3 vertebral levels. After two days, through the right internal jugular vein approach, the bard g2 inferior vena cava filter was removed. The right internal jugular vein was accessed and rotational cavography with multiple spot images of the filter were performed which demonstrated an anechoic and compressible right internal jugular vein and g2 inferior vena cava filter with otherwise normal inferior vena cava, with a small amount of clot in filter. Also, the filter was fractured, with a portion of one leg embedded in the spine in an extravascular location. At this time, the filter was then removed using a snare. A brief attempt was made to capture the extravascular fragment by pressure using the forceps in an attempt to bring it back intravascular, but this was unsuccessful. Post removal study showed successful filter removal with the exception of small extravascular fragment of a filter leg. The filter was inspected and found to be removed in its entirety with the exception of the fragment which was extravascular. The fracture of one of the legs which was extravascular and not removed. Also, the material captured in the filter was old, organized clot, not fresh thrombus. Post removal cavogram was normal. Therefore, the investigation is confirmed for the alleged filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 08/2011),g3, h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement. The right internal jugular vein was accessed and a cavogram demonstrated a normal ivc. The filter was deployed just below the renal veins. Approximately seven years post filter deployment, the patient presented for filter retrieval as the filter was no longer needed. The right internal jugular vein was accessed and rotational venography demonstrated a filter in place with a small amount of clot within the filter. The filter had a portion of a limb detach and was embedded in the spine in an extravascular location. The filter was removed with a snare and an unsuccessful attempt was made using forceps in an attempt to bring the detached portion intravascular. Completion cavogram was normal. The sheath was removed and manual compression was held. The filter was inspected and was removed in its entirety with the exception of the extravascular detached fragment. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Approximately seven years post filter deployment, the patient was scheduled for filter retrieval. The filter in place with a small amount of clot within the filter. A detached portion of a limb was embedded in the spine in an extravascular location. The filter was removed but the detached fragment was not able to be retrieved. The investigation is confirmed for limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately seven years post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and rotational venography demonstrated a filter in place with a small amount of clot within the filter. A detached portion of a limb was embedded in the spine in an extravascular location. The filter was removed with a snare and an unsuccessful retrieval attempt was made to retrieve the detached fragment. Completion venogram was normal and the sheath was removed. No additional information was provided in the medical records received.